Event description:
Specks of blood noted in tubing of intra-arterial balloon pump. Surgeons notified of possible ruptured intra-arterial balloon. Surgeons in to remove balloon via emergency sternotomy in pt room. Balloon noted to have a rupture.